Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed while trying to address the issue; however, despite additional troubleshooting with tandem technical support the issue persisted. The customer reverted to an alternate method in insulin therapy. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.